Manufacturer narrative:
It was determined that the operator must have incorrectly placed the pattie card in the form fill seal machine (ffs). The form fill seal machine takes a clear plastic film and forms a set of four pouches using heat and a die press. Once the 4 pouches have been formed the machine will advance the set allowing the operator to place product directly into the formed pouches. Once the pouches have been filled the product; the machine will advance to the next step of the operation. A film of tyvek is layed on top of the pouches and the pouches are heat sealed in a sealing press. Once heat sealed the pouches are advanced to a die set that will separate the 4 pouches from each other. By the operator not placing the product directly in the pouch, the ffs machine continued the process and heat sealed and cut the misplaced card. The operator at the end of the machine should have noticed the damaged pouch and should have rejected the product. A retraining was done for the operators involved with this lot of material to make them aware of the complaint. DHR review conducted. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was found that the sterile package got stuck with the inside bag when the product was attempted to use. It seems to be occurred during the manufacturing process. There was no report of injury to the patient or delay in surgery. The product will be returned to your site.